Event description:
A ventilator was returned to a third party service center for evaluation. The device was not in patient use. During the evaluation of the device at the third party service center, a failure of the device to power on was observed. The device's system board was replaced to address the issue. The active exhalation control module was found to be broken. The device's active exhalation control module was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a failure of the system board to power the device on. The system board was returned to the quality assurance laboratory for further investigation. During the investigation the root cause of the system board failing to power the device on was due to a 3.3 vdc power buss short to ground. Evaluation conclusion: the manufacturer only investigated the system board.